Event description:
Reporter alleged obtaining the results of 22 mg/dl and 87 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he ate turkey in between the readings and did not wash his hands. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Litigation papers allege the patient is scheduled for revision surgery on (B)(6) 2010 to address recurring pain, as well as clicking and popping in her hip. It is further alleged the patient suffered from unknown rashes. Information received from the sales rep indicates that the patient was revised on (B)(6) 2010 to address hip pain.